Event description:
It was reported the cartridge was damaged at the o-ring, interrupting insulin delivery. Additionally, the customer reported intermittent occlusion alarms. There was no reported adverse impact to the customers blood glucose. The customer reverted to manual dose injection.

Manufacturer narrative:
The failure investigation has been completed and the occlusion issue was verified, no failure was identified. However, the cart: damaged issue could not be verified; a used cartridge was not returned for evaluation. The information will be used for tracking and trending purposes.